Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 26 mmhg. Accurate readings were observed under the manufacturer's patient care network database.